Event description:
The customer reported to olympus during a unspecified diagnostic procedure, a e216(scope communication error) occurred on the hd 3cmos autoclavable camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: a faulty cable and a e229 error, ¿scope ID data error,¿ occurred. Additional information regarding this event has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information received from the customer stated that the phenomenon was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, e216 (scope communication error) was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.